Manufacturer narrative:
H11: one photo was provided by the customer and reviewed. During photo review, the photo showed a brown colored particle along with some fibers. Based on the photo alone, the exact origin of the particle cannot be determined. Ten safe-t-centesis 8fr kits were also received for evaluation by our quality team, representing multiple lot numbers different from those initially reported. One sample was received for lot # 0001455198 and evaluated. During visual inspection of lot # 0001455198, a loose particle was observed inside of the tray. Grey and black particulate matter was also observed in various areas of the kits. The customer report indicated the presence of an insect or similar foreign object inside the kit; however, upon receipt and detailed examination, the reported ¿insect¿ was identified as a small piece of cardboard with fiber residues, not an actual insect. The reported failure mode (presence of foreign matter in the kit) was confirmed. Current manufacturing controls were assessed. Work instruction was verified to include all necessary process steps to ensure components meet quality criteria. This includes confirming that trays and components are free of stains and/or particles, and that the containment board is inspected prior to assembly to ensure it is free of any particles, stains, or damage. The instruction incorporates visual aids and inspection steps designed to detect embedded or mobile particulate in any part of the kit. It is thought the probable root cause is traced to material, more specifically to component failure, since the component identified during the sample evaluation is the pig kits containment board, which is purchased from a supplier. The component is not physically nor chemically changed in the manufacturing facility; it is only manually placed in the procedure pack. Therefore, it is considered that the probable root cause relies on the supplier. A formal investigation was created for supplier. An additional formal investigation was opened to further investigate these defects to enhance process robustness and prevent recurrence. During the review of the device history record no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for this lot release were met. The complaint has been logged in the complaint management system and will be monitored through tracking, trending, and quality data analysis for potential future occurrences. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that grey/black dots, and a bug was noticed in the packets of the safe-t-centesis 6fr. These were found prior to patient use; no patient involvement.